Event description:
In 2009, the lay user/patient's mother contacted lifescan (lfs) alleging strips were missing from a vial of one touch ultra strips. The canadian specialist spoke with the reporter on september 23, 2009, and obtained the following information. The patient's mother confirmed that on the morning of four days prior to contact, a brand new unopened vial of test strips was completely empty. The reporter stated that a vial came packaged in a box of 100 strips and the other 3 vials within the box were ok. That same morning, prior to when the alleged issue was discovered, the reporter claimed that the patient had tested with her last strip from a different vial (that came from the same box of 100 strips). When the patient arrived to school, she discovered there were no strips in the vial. The reporter denied that any changes were made to the patient's diabetes regiment; however, stated that as a result of the alleged issue, the patient did not test during each break while at school. At 3:00pm that afternoon, the reporter claimed that the patient developed shaky hands, pale skin and her "eyes go all funny," symptoms associated with a low glucose. The reporter denied that the patient tested on any device at the onset of symptoms, but confirmed she immediately treated self with food and/or drink. At the time of troubleshooting, the csr was unable to confirm if the closure seal on the packaging was intact prior to opening. Replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly, developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.